Event description:
During baxter's evaluation it was found that a spectrum pump had mismatched serial numbers. The serial number on the outer label does not match the internal serial number. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the mismatched serial number was confirmed. Evaluation found that the serial number found within the pump's software was not the same as the serial number found on the out case of the pump. A serial number mismatch is an indication that the processor printed circuit board is not original to the device and has been replaced. Review of the device history log records show that this circuit board was not original to the pump. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. The device is irreparable and has been retired.